Event description:
It was reported the stimulation was turning on and off without prompting. The sjm rep met with the pt for reprogramming to attempt to resolve the issue. F/u identified the pt was unable to turn the stimulation off. The sjm rep met with the pt and confirmed the pt programmer was used to turn the stimulation down and also to turn the stimulation off, but the pt felt stimulation in the stomach area when the system was turned off. When the stimulation was turned back on the stimulation resumed in her feet as intended. The physician replaced the ipg. F/u identified stimulation was restored postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.